Event description:
Pt had a bilateral breast augmentation in 1973 with silicone gel implants. She developed bilateral encapsulations. She had the gel implants removed on 8/9/95 and replaced with saline inflatable implants. Pt now has developed a capsular contracture on the right side. A right open capsulotomy/capsulorrhaphy is needed.